Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. The cause of the reported issue was located to the system pcba, but further root cause is undetermined. This device is no longer supported and the replacement part is obsolete. The device cannot be repaired. No parts were replaced. The device was returned to customer unrepaired and the customer has requested a replacement device.

Event description:
The customer contacted stryker to report that their device had illuminated its service led and would not recognize the connection through its paddles lead. In this state, the need for therapy could not be determined, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had illuminated its service led and would not recognize the connection through its paddles lead. In this state, the need for therapy could not be determined, if it were needed. There was no report of patient use associated with the reported event.